Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 225 cc, catalog number 3501630, lot number 5632655, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 225 cc breast implants and experienced deflation on the left breast implant and a capsular contracture grade iii on the right breast implant. The deflation and capsular contracture were diagnosed by the healthcare professional by the medical exam on (B)(6) 2018. As a result, the patient had undergone explantation and replacement with saline mentor smooth round moderate profile breast implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/10/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 9.7 cm located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/07/18, it was reported to mentor that the device history record ( DHR) of lot number 5591886 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).